Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing and oversensing of noise during atrial fibrillation (af) episodes. It was further reported that the icm experienced undersensing at the time that the patient was having a magnetic resonance imaging (MRI). The icm remains in use. No patient complications have been reported as a result of this event.